Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The caregiver (cg) did not have details. The caregiver thought that the home patient (hp) had disconnected and reconnected because there was a mini cap. The caregiver was not sure. The hp was not able to tell caregiver details. The baxter technical service representative (tsr) reviewed the alarm log. The tsr explained and assisted to retrieve cassette. The tsr advised to let the registered nurse (rn) know about the alarm. The caregiver would follow up with manual exchange. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. The cg reported that the issue was resolved, but he did not know the cause of the alarm. The cg said the home patient had the alarm and disconnected herself and did not reconnect. Per cg, there were no loose connections, disconnections or defects on the supplies. The cg stated that he discussed the alarm with the home patient's (hp) nurse. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that the hp had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.